Manufacturer narrative:
H3: the truliant device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Report 1038671-2023-00386 is for first revision referenced in description. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent a revision surgery on (B)(6) 2021 on his right knee was implanted with a recalled truliant polyethylene tibial insert. On (B)(6) 2021, plaintiff underwent a second revision surgery on his right knee, approximately 4.5 months post revision procedure, for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening due to implantation of another recalled device.